Event description:
Customer reported the hospitalization due to high blood glucose. The current blood glucose reading is 256 mg/dl. Customer treated with manual injections. The blood glucose reading at the time of the event was 700 mg/dl. Customer was vomiting. Diagnosed diabetes ketoacidosis. Customer was hospitalized for three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-99907.